Event description:
It was reported that the device had an electrical reset. It was also reported that when the device was interrogated, the data storage shows only question marks. The device diagnostics were cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was noted. S2d file 03134512 shows parity error count=1, addr=226c, data =2b, on (B)(4) 2012 14:35:40.